Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported when using the bd needle 18ga 1in blunt fill sla, the device experienced foreign matter within the fluid path. The following information was provided by the initial reporter. The customer stated: there is a black dirt inside the package and around the needle shaft.ft.

Event description:
It was reported when using the bd needle 18ga 1in blunt fill sla, the device experienced foreign matter within the fluid path. The following information was provided by the initial reporter. The customer stated: there is a black dirt inside the package and around the needle shaft.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.